Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 26, 2020 that a lighttrail single use 270um laser fiber was used in a transurethral resection of the bladder tumor (turbt) procedure performed on (B)(6) 2020. Reportedly, the laser unit was an auriga xl holmium laser console with the laser settings of 800 millijoules and 8 hertz. According to the complainant, during the procedure, the physician noticed a spark from the laser fiber right at the connector part where the fiber screws into the laser. The laser fiber was completely broken off the end of the connector. The physician turned the laser to standby, then turn it off. He removed the laser fiber and the connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event.